Event description:
It is alleged through the filing of a lawsuit by the attorney that the plaintiff underwent a left total hip arthroplasty on (B)(6) 2007. It is further alleged that blood work revealed "excessive levels of chromium cobalt". The plaintiff was then revised on (B)(6), 2015.

Manufacturer narrative:
Additional information: age or date of birth; brand name, common device name, PMA/510k, device manufacture date. An event regarding abnormal ion levels involving an accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Clinician review: no information was received for review with the clinical consultant. Product history review: product history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, return of device, operative reports, x-rays, histopathology report, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Manufacturer narrative:
An event regarding excessive levels of chromium cobalt involving an unknown accolade stem was reported. The event was not confirmed. Method and results: -device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. -medical records received and evaluation: no information was received for review with the clinical consultant. -device history review could not be performed as the device lot is unknown. -complaint history review could not be performed as the device lot is unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, return of device, operative reports, x-rays, histopathology report, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
It is alleged through the filing of a lawsuit by the attorney that the plaintiff underwent a left total hip arthroplasty on (B)(6) 2007. It is further alleged that blood work revealed "excessive levels of chromium cobalt". The plaintiff was then revised on (B)(6) 2015.